Manufacturer narrative:
Using the nova max link meter, the consumer tested her blood glucose @ 06:12 pm getting a result of 149 mg/dl. Emt's suspended the pumps functions and administered a glucose IV consumer was also given some jelly beans that she had at home. After the IV treatment and the jelly beans consumer felt better and declined going to the hospital. Prior to leaving emt's tested consumer with their unknown meter and she was @ 80 mg/dl a moment later consumer used her nmp meter and tested herself @ 06:43 pm and got a reading of 155 mg/dl (consumer could not remember if the same blood sample was used for both tests) before leaving emt's advised consumer to have a good meal to raise her bg. Consumer had dinner @ approx. 7:30 pm - prior to leaving emt's tested consumer with their unknown meter and getting a result of 80 mg/dl. Consumer's other bg results from the day in question were obtained directly from the meter memory (B)(6). Consumer could not confirm how many units of insulin were taken with what reading. After emt's left consumer again used her meter with ts in question. Results obtained directly from the meter memory (B)(6) @ 12:13 am bg 235 mg/dl. (B)(6) @ 03:50 am bg 130 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020315306 expiration date: 11/30/2017 control solution lot # none 1030 csr 82-127 mg/dl the consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Consumer called in to report an incident where emt's were called to her home. Consumer stated yesterday, (B)(6) @ 05:44 pm she tested her bg and got a reading of 163 mg/dl consumer stated "...her nova max link meter is linked to the pump and the pump 'dispensed' the insulin", the consumer was unable to provide any details about the amount of insulin taken based on the blood glucose results. Consumer was feeling 'confused' and contacted her friend who called emt's for her. The emts arrived approximately 6pm and when they arrived, they tested performed a glucose test on the consumer using their unknown meter and getting a result of 50 mg/dl. According to the consumer, the emt's suspended the pumps functions and administered a glucose IV - and was also given some jelly beans that she had at home. After the IV treatment and the jelly beans consumer felt better and declined going to the hospital.